Event description:
It was reported that the implantable cardiac monitor had recorded 72 episodes of asystole which were caused by under sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.